Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid. Device not returned for evaluation.

Event description:
It was reported by the customer, we had a set leak chemo today. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.